Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the thumb advancer was slightly retracted from fully distal with subsequent slight delivery tube component retraction confirming use of the access port release. The vessel locator wings were observed to be damaged. The exchange sheath was fully slit and without any observations. All internal components were in their proper post clip deployed positions. Inspection of the vessel locator revealed three bent locator wings and one broken locator wing. It was determined all of the broken wing material was returned. All wing attachment points in the vessel locator were secure. There were no other device observations. Reportedly, the pt did posses scar tissue at the target site, which may have significantly contributed to the reported event and damaged condition of the device. The safety release slider was undamaged but displaced from its normal position. The displaced safety release is consistent with a user technique error in the attempted activation of the release mechanism. The safety release is inoperative after clip deployment and is inaccessible for normal manipulation. The safety release is operational only prior to clip deployment. The application of downward force applied to the safety release displaces it into the handle cavity from its securing handle features. The proper method of safety release activation is the application of a sliding motion in a distal direction. The probable, though not confirmed, root cause for the damaged condition of the wings was related to the operational context, either procedural or an anatomical condition. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the thumb advancer through the tissue tract. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally. This condition can then inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, bending and in some cases causing breakage of the locator wing(s). Anatomically, any feature within the body, scar tissue, as was reported, calcification etc., that may inhibit correct locator wing retraction may have been encountered, creating a difficult to remove condition. Review of the device lot history record did not produce any findings relevant to this report.

Event description:
It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after clip deployment the device was difficult to remove. In accordance with the instructions for use the access ports were used, releasing the locking mechanism and the device was successfully removed from the pt anatomy. Hemostasis was achieved with the clip. The vessel locator wing was noted to be "broken or severely bent" after removal of the device; however, appeared to remain intact and not broken off. Although hemostasis was achieved with the clip, there was oozing from the tissue track requiring no treatment. The physician indicated that there was scar tissue which could have contributed to the difficulty to remove the device. There were no reported adverse pt effects. Though requested, no additional info was available.